Manufacturer narrative:
E1: (b)(6). Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325 ¿ 1219.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site:3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and was admitted to the hospital due to high blood glucose levels and ketones. The patient was treated with an insulin pen on (b)(6) 2026.